Event description:
Routine complaint investigation when a consumer reported receiving a high blood glucose reading of 84 mg/dl when compared to a laboratory result of 55 mg/dl. When these values are plotted on a clarke error grid, the results fall into the "d" zone showing the difference in results to be cinically significant. There was no report of death, serious injury or mistreatment associated with the event.